Event description:
Company representative reported a lap-band system was "removed". Healthcare professional did not report to the company representative the reason for the removal. It is not known if the device was replaced. Follow-up information: healthcare professional reported, "gastric prolapse, (B)(6) (lbs) loss, (patient) elected explant rather than repair."

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a rapidport ez strain relief. Allergan has received the product however the analysis has not been completed at this time. Band slippage is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No additional information has been reported to allergan regarding the serial number.